Event description:
It was reported that during pph procedure, the blade advanced to cut purse string suture before the safety lock was removed and purse string came undone, so the staples didn't form around any tissue. They opened another device to complete the procedure. No pt consequence reported.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process.